Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence with concurrent repair of cystocele and enterocele. Post implantation the patient experienced need for self-catheterization, cannot hold urine for more than two hours, urinary retention, frequent urinary infections, painful intercourse/inability to have intercourse, bowel difficulty or diarrhea (extreme symptoms), and recurrent rectocele/cystocele from weakened vaginal wall. The patient underwent sling releases on (B)(6) 2004 and (B)(6) 2006. The patient underwent enterocele and rectocele repair on 06/02/2010. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent release of mesh on (B)(6) 2003 due to hypersuspension of the bladder neck and elevated post void residuals.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.